Event description:
Most of our nursing team are having a hard time placing IV with this catheters, it is causing the nursing team to stick all the way through the vein and have caused a lot of infiltration. The IV are not getting the flash quickly leading to them sticking through the vein.